Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. During deployment of second clip, first clip had partial detachment from the anterior leaflet due to physical contact between the two clips. However, the second clip was successfully deployed to stabilize the first clip and further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.